Event description:
The patient had a previous ifuse si joint arthrodesis with the placement of four implants. The patient later complained of continued pain in that area. The surgeon believed that the position of the implants was too dorsal and was not providing adequate fixation. On (B)(6) 2011, the surgeon performed a second surgery where he added three implants as additional fixation for the si joint. No implants were removed. The surgeon reported that the patient was doing great after the procedure.

Manufacturer narrative:
This event was reclassified as reportable after a complaint records review on (B)(6) 2014 and was not reported previously. Based on the information provided, review of surgeon training didactic, IFU and fmea, the most probable root cause is improper implant positioning. Part numbers of implants from initial surgery: ifuse implants: p/n 7030-90, 7030-90, 7040-90 and 7040-50.